Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. It was reported that the patient received a phone call from her manufacturer's representative, who told her that it was time for a battery replacement. Patient stated she tried calling the rep back several times with no return call. Patient reported that she has had issues with the stimulator since she got it and specifically noted that the neurostimulator (ins) worked for 6-7 months, but then it stopped working completely. Patient stated that the her healthcare provider (hcp) would not replace the ins unless the hcp could put a pain pump into the patient. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient requested the name of a doctor who would take out the stimulator as their prior implant doctor would not; the rep provided the patient with this information. No further complications were reported.